Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H6 component codes: most relevant component code is g07002 (appropriate term/code not available) to capture no findings available due to no product returned. Investigation summary : product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable device history lot : part # fgs-1100, synthes lot # 23e016, supplier lot # 23e016, release to warehouse date: 01 nov 2023, supplier : (B)(4). No ncrs were generated during production. Device history review : review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2025, the patient underwent an unknown surgery with fibulink in question for distal tibia. The insertion of tibia screw went smoothly as per manual. When the fibula link was deployed with the silver guide tube, the fibula link was not fully deployed outward and got stuck inside the tibia screw. After confirming that the cause was not due to interference from the tensioning cap, it was determined that it had not been pulled outward enough, so that the sliver guide tube was slowly pulled outward further. However, the fibula link could not be deployed outward. The silver guide tube came out of the fibula link while struggling with fibula link deployment. The gold tube had not yet been removed at that time. Although the surgeon tried to re-attach the silver guide tube to the fibula link, it did not improve when inserting the gold tube. The tip of the silver guide tube was opened, and it could not be inserted into the fibula link. Since there was another fibulink, the surgeon gave up on using the fibula link in question. The fibula link was pushed into the tibia screw with the tibia screwdriver, and all the implant components were removed. Another fibulink was used for the procedure without any problem. The surgery was completed successfully without any surgical delay. After the surgery, the fibula link was able to be deployed. The surgeon commented that the fibula link might be initially excessively connected to the tibia screw, or that the direction in which the silver tube was pulled was slightly off under narrow view of the lateral skin incision. It might cause the thread of fibula link to interfere and got stuck inside the tibia screw, and it could not be deployed. No further information is available.

Manufacturer narrative:
Product complaint (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.